Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the device exhibited >2500 ohms impedance in both unipolar and bipolar configurations. Impedances were normal during and post operative.